Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2013. During the procedure, after intervention, there was a split in the introducing device. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Conclusion: received a lid and a part of a plastic sheath for evaluation. The device was visually evaluated. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.